Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported nothing displayed on screen when settings mode is selected, after which images are not displayed with guidance even if AED mode is selected. There was no reported pt involvement.